Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00689, 1038671-2025-00125. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by legal documentation, that approximately 9 years and 4 months after a right total knee replacement procedure, the patient experienced prosthesis wear, instability, femoral loosening, cyst(s), joint effusion, osteolysis, swelling/ edema, joint laxity and implant pain. Revision operative report- the patient presented with a painful constrained right knee replacement. The patient was noted to have marked wear of the polyethylene on x-ray, but not gross evidence of loosening. He had a large effusion and popliteal cyst that was painful. The patient has failed conservative management including activity modification and anti-inflammatory medications. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be severe wear of the liner with delamination. Next the femoral component was noted to be loose and there was a fracture of the stem at the femoral component junction. The femoral component and stem were removed. There was significant fibrous tissue beneath it with marked osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. Attention was then turned to the tibia. There was some peripheral osteolysis. The patella was noted to be well fixed, but there was some wear on the patella. The patient was transferred to the recovery room in stable condition. No additional information is available.